Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0206166089, implanted: (B)(6) 2013. Product type: lead: product ID 3389-28, lot# 0206166092, implanted: (B)(6) 2013. Product type: lead: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had been lost to follow up. If further information is received, a follow up report will be sent.

Event description:
It was reported that the two leads which were implanted were broken and the extensions were dropped and coiled at the battery site. It was reported that it would be necessary to explant and redo the whole surgery. Additional information received reported that the lead and extensions were yet to be explanted.